Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided.

Event description:
It was reported implant removed due to fracture and bone loss around the implant.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). A imp, tsv, mcol mg, 4.7mm, 11.5mml (tsvmwb11) was returned for investigation. Visual evaluation of the as returned product identified the implant to be fracture with a removal tool. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the per. The reported device was located on tooth 46 and was used for approximately 5 years and 5 months pictures or x-ray images were not provided. DHR review was completed for the subject lot number (62917751). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (62917751) for similar event and no other complaint was identified. August post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction could not be verified for bone loss however, fracture did occur and the reported event was confirmed for fracture.

Event description:
No further event information is available at the time of this report.